Event description:
It was reported that during a prostate procedure, at 190930 joules; 32 minutes and 14 seconds it was noted that the fiber head broke inside of the patient. This fiber was exchanged; however, the second fiber was noted to have broken inside of the patient. Additional information provided indicates that the "fiber head" on each of the fibers separated from the fiber and the ¿fiber heads¿ were not retrieved from the inside of the patient. The procedure was completed with an alternative procedure (turp). This report is for the first fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the glass cap exhibits severe devitrification at the output window; the metal cap adhesion location exhibits burnt glue. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.